Event description:
It was reported that the pump battery was depleting too rapidly, which led to a shutdown. There was no adverse impact to the customer¿s blood glucose level. The customer continued using the current pump and did not report any activities causing the faster depletion. Tandem technical support educated the caller on the effects of a pump shutdown, confirmed that insulin delivery resumed, and agreed to replace the problematic pump under warranty. The customer was instructed to return the faulty pump with a pre-paid label after putting it into storage mode, and these instructions were understood and acknowledged by the customer.